Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient who had ascend rsa implant initial surgery on (B)(6) 2014. After this initial surgery, dislocation occurred on (B)(6) 2019. Since the surgeon determined that dislocation occurred due to some influence of the thickness of the insert, the standard humeral inserts 36 mm + 6 mm (dwb993) was removed. And the humeral spacer 36 mm + 9 mm (dwb 931) and constrained humeral inserts 36 mm + 6 mm (dwd 980) was newly installed and operation was completed without problems.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.